Event description:
It was reported to boston scientific corporation that a tandem xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was inserted into the endoscope, upon exiting it was noted that the distal tip was cracked. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tandem xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was inserted into the endoscope, upon exiting it was noted that the distal tip was cracked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found no damages present on the working length of the device. Under magnification the tip was found to be slightly split/cracked and minor peeling of the blue paint. A functional evaluation found a guidewire could be advanced through the device without issue. During manufacturing, devices are 100% inspected for tip integrity so the damaged tip is likely due to interaction with the scope elevator / tip . Therefore, the most probable root cause is caused by other device. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.